Event description:
It was reported that two preloaded intraocular lenses (iol) got stuck in the injector and were damaged. The nurse handling it has loaded hundreds successfully previously. The issue happened during handling and prior to insertion. No patient involvement. Through follow up it was learnt that alcon balanced salt solution (bss) was used a room temperature with no additives. Bss was introduced into the into the cartridge canopy. Only bss introduced to the cartridge canopy, no ophthalmic viscosurgical device (ovd). The average dwell time was approximately 1 minute. It will be in the dwell position for 1 minute which is sufficient, based on previous investigations. Scrub nurse pushes the injector and then make a twist to engage the lens in a dwell position. Scrub nurse performs the initial movement of the lens and the first twist. Once the lens passed the dwell position, it will remain uninterrupted. When advancing the lens ½ twist or perhaps ¼ twist will be done. The procedure was completed using a backup lens as above iols had no patient contact. Dcb00 back up lenses were used. All cases have 2 iols of the same diopter sent as per standard protocol. No issue with back up lenses and same procedure for iol prep was used for the back up lenses and as for every other tecnis simplicity lens in the list. No further information is available. This report belongs to one of the two preloaded intraocular lenses (dcb00: serial number: (B)(6) ).

Manufacturer narrative:
Section a6: no contact/patient involvement. Section d6a: if implanted, give date: not applicable, as there is no indication that the lens was implanted. Section d6b: if explanted, give date: not applicable, as there is no indication that the lens was implanted. Section e1: reporter telephone number: (B)(6). Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes section d9: returned to manufacturer on: 11/07/2024 section h3: device evaluated by manufacturer: yes device evaluation: visual inspection of the complaint device under magnification revealed that the device was received with the plunger rod advanced to the lens which was stuck in the cartridge. Viscoelastic residue was distributed through the length of the cartridge; the cartridge tip was bent and damaged in a way consistent with damage that may have occurred during shipping. The lens module was inspected revealing no damage; however, viscoelastic residue was in the lens module indicating an excessive amount may have been used which could have contributed to the event. Device assembly was inspected, presenting with no damage however viscoelastic residue was identified below the lens module indicating that an excessive amount may have been used. Plunger rod advancement was inspected, and resistance was identified. Based on further review, it was determined that there could have been product malfunction due to the resistance from the handpiece that could contribute to the reported complaint issue. A non-conformance has been opened to further investigate this issue and appropriate corrective and preventive actions will be taken in accordance with our standard operating procedures. Based on the bounding review, there are six (6) production orders associated with the complaints of loading resistance. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to the associated production order (po) was performed. The search of complaints revealed that no related complaint for the relevant production order. Conclusion: although a definitive root cause has not been confirmed at this time, johnson & johnson surgical vision, inc. Will continue to monitor these types of events. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.